Event description:
It was reported by medical professional that there has been 3 instances where the one way valve on the safe t centesis was leaking air once the catheter was connected to suction. Two patients developed a pneumothorax immediately post procedure. ¿as per our conversation, I have had 3 instances where the one way valve on the safe t centesis was leaking air once the catheter was connected to suction. Two patients developed a pneumothorax immediately post procedure. I only have the package information for my most recent indecent. Lot no. 0001418872 exp date 04/30/2022. I wanted to make you aware and to see if this has been encountered elsewhere. Per response email: for the patients who developed pneumothorax, one patient did get a chest tube. Unfortunately I do not have the date of that procedure. For a 2nd case, he could have had a chest tube placed as it was large, but he opted to monitor clinically. His procedure was performed on (B)(6).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001418872 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by medical professional that there has been 3 instances where the one way valve on the safe t centesis was leaking air once the catheter was connected to suction. Two patients developed a pneumothorax immediately post procedure. As per our conversation, I have had 3 instances where the one way valve on the safe t centesis was leaking air once the catheter was connected to suction. Two patients developed a pneumothorax immediately post procedure. I only have the package information for my most recent indecent. Lot no. 0001418872 exp date 04/30/2022. I wanted to make you aware and to see if this has been encountered elsewhere. For the patients who developed pneumothorax, one patient did get a chest tube. Unfortunately I do not have the date of that procedure. For a 2nd case, he could have had a chest tube placed as it was large, but he opted to monitor clinically. His procedure was performed on 9/3.